Event description:
Pts mom said old cartridge used for treprostinil was leaking. Advised that this order is for remodulin has a different cartridge "cadd ms3 3ml" and old "cartridge rg medication 3ml" has been discontinued. No further information provided. Unknown if pt missed a dose or experience an adverse event, unknown if defective product is available for return. Reported to (B)(6) by: patient/caregiver.